Event description:
Additional information received on 26 aug 2025: the procedure sheath size used was 6 french. A pre-deployment angiogram was performed. No concomitant medical products were used with the angio-seal device. The patient remained stable.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide additional information in section b5 and the completed investigation results. The actual device was not returned; therefore, an evaluation could not be conducted. The complaint cannot be confirmed for sheath mechanical damage as the sample was not provided for investigation. Without the sample, the exact root cause cannot be determined. The device history record review determined the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).

Event description:
The user facility reported that the patient was undergoing a post-angiogram procedure. The physician experienced difficulty during sheath insertion and subsequently withdrew the device. Upon inspection, a crack was observed at the tip of the sheath. Manual compression was applied following the discovery. No blood loss was reported. The event occurred intra-operatively. Additional information was received on july 25, 2025. The procedure sheath size was 6 french (fr). A pre-deployment angiogram was performed. No difficulties were encountered with arterial access, sheath, guidewire, or catheter insertion. The physician experienced difficulty during sheath insertion and withdrew the device. A crack was observed at the tip of the sheath. The patient remained stable. Manual compression was applied following the discovery. Difficulty inserting the sheath was attributed to the crack. No concomitant medical products were used with the angio-seal device.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.